Manufacturer narrative:
The referenced reports of the patient's previous gastrointestinal (gi) bleeding are covered under medwatch MFR # 2916596-2016-01192 (for the gi bleeding on (B)(6) 2016) and medwatch MFR # 2916596-2016-01460 (for the gi bleeding on (B)(6) 2016). (B)(4). Approximate age of device ¿ 8 months, 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in the clinic with decreased hemoglobin and hematocrit. The patient was admitted to the hospital and transfused two units of packed red blood cells. The inr at the time of admission was 1.4. The inr goal secondary to previous gastrointestinal (gi) bleeds was 1.4 to 1.8. Gastroenterology was consulted and an upper endoscopy was performed which illustrated the start of gastric antral vascular ectasia (gave). Coumadin was stopped and the patient was administered protonix and sucrafate. The patient is not on aspirin secondary to previous gi bleeds. The patient was discharged on (B)(6) 2016 and is reportedly doing well. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.